Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that while the nurse was attempting to spike a new bag of 1000 mls of fluid while the tubing was connected to a patient and IV pump, the fluid did not flow and there was a ballooning in the silicone segment. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of ballooning in the silicone segment was confirmed. During visual inspection it was noted that the silicone segment tubing had a bulge and discoloration, and was weakened just below the upper fitment. Functional testing via gravity flow and pump infusion resulted in the fluid flowing freely with no ballooning or occlusion issues observed. The root cause of the ballooning was identified as an IV push or flush being executed below the pump without first clamping the tubing above the injection port.